Event description:
Customer reportedly obtained results of 291mg/dl, 149mg/dl, and 115mg/dl within 10 minutes on the same device. Customer was using a miscoded device at the time of the comparison. Customer reports taking one metformin pill in response to the 291mg/dl result. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.